Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customer added more insulin, but received another minimum fill notification. The customer then loaded another new cartridge and completed the load process successfully. Reportedly, the customer does not like the new load process and declined to use the new load process. There was no impact to the customer's blood glucose level.